Manufacturer narrative:
Additional information received: it was confirmed when attempting to deploy the graft the physician used the trigger, when he tired to use the trigger the blue handle immediately came back and returned to the closed position. No calcium, tortuosity or anatomy caused the difficulties in deploying the graft. No damage was noted to the delivery system prior to insertion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned with the handle disassembled. One of the rear handle components was not returned. The three stent graft rings were deployed and expanded. Bunching was visible at the end of the graft cover transition bond. The distal stent graft ring was partially overlapping the stent stop cup. On rotation of the internal slider the stent graft retracted with the graft cover and could not be deployed. The stent graft was manually deployed. The graft cover ID was measured at 0.189-inch. The stent stop cup material was deformed. The reported deployment/expansion issue was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported deployment issue could not be assessed on the pre-implant films provided; therefore, the cause of the event could not be determined. Procedural angiograms showing the deployment attempts were not available for evaluation of the reported event. It is possible that the tortuous common iliac arteries may have been a contributory factor to the reported event, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported during the index procedure, the main body was correctly implanted and the contralateral gate correctly canulated. The physician then inserted etlw1620c124ee with correct overlap. When the physician rotated the external slider (blue handle) nothing happened. The opening was very difficult and the physician continued to rotate until 3 stents opened but at this stage the blue handle was at the end of the screw gear. Different manoeuvres were used to dismount the system in order to retract the graft cover and open the graft. The external slider and front grip were opened but the physician was unable to retract the graft cover. Because of all the movement to fix the problem, the limb moved down out of the gate. The physician decided to remove the delivery system (with the graft partially deployed to the 3 stent). Fortunately as open access was prepared the delivery system was removed without consequences or injuries for the patient. A new limb was used to complete the procedure. Per the physician the cause was device related and commented that the graft cover was attached to the graft so everything was stacked.  No additional clinical sequelae were provided, and the patient is fine.